Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the im reamer had some pitting spots on it and the 2.5 10mm tc3 rp insert trial had a crack in it. These were found out during inspection after decontamination. Both needs replacement.